Manufacturer narrative:
The actual device has been received but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical product (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device is currently under evaluation

Event description:
The user facility reported the radifocus guidewire m device had fractured. Follow up communication with the user facility confirmed the following information: in the ercp case, during pancreatography, when the customer was about to reinsert the guide wire in question, he noticed that it had been fractured at a distal segment; the fractured segment remained in the intermediate part of the pancreatic duct; since an angiographic catheter and another guide wire were used after the first insertion and withdrawal of the guide wire in question, it is unknown where in the pancreatic duct the guide wire in question became fractured; it was confirmed that no metallic tube, including a metallic needle was used during the procedure.

Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2016-00057 to provide the return sample evaluation. Select: adverse event and select other serious in report that was not checked in the initial report. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection found that the shaft had been fractured at the distal end. The fractured total length of the actual device was measured and it was determined to be missing by approximately 20mm. Magnifying inspection of the fractured urethane layer revealed that the urethane layer had been elongated and whitened. Electron microscopic inspection of the fracture revealed the generation of some creases and cracks on the surface of the urethane layer. The urethane outer layer was removed around the fractures for electron microscopic inspection of the fracture cross-sections of the core wire and revealed that a dimple pattern had been generated on the surfaces. The outside diameter of the core wire was measured on the undamaged segment adjacent to the fracture and confirmed to meet manufacturer specifications. The outside diameter was measured on the undamaged urethane-layered segment and confirmed to meet manufacturer specifications. The kink resistance was determined on the undamaged segment and confirmed to meet manufacturer specifications. Functional testing was conducted. A product sample was subjected to repetitive bending forces at a 90-degree angle until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that a dimple pattern had been generated on the fracture cross-section surface. The state of the fracture was observed to be very similar to that of the actual sample. There is no evidence that this event was related to a device defect or malfunction. Though the exact cause cannot be definitively determined based on the available information, it is likely that the actual device was pinched with an object firmly and then subjected to repetitive bending forces, where metallic fatigue occurred, resulting in the fracture of the core wire. Subsequently, the urethane layer was exposed to a pulling force and became separated. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2016-00057 to provide the return sample evaluation. Select: adverse event and select other serious in report that was not checked in the initial report.

Manufacturer narrative:
This report is being submitted as follow-up # 2 for mfg. Report # 9681834-2016-00057 provide the evaluation codes that was inadvertently not provided in follow-up #1. (B)(4).

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # 9681834-2016-00057 provide the evaluation codes that was inadvertently not provided in follow-up #1.